Event description:
It was reported that a reamer head cracked and flexible reamer shaft tongs twisted at the connection portion of the device while reaming a femur during an unknown procedure. It was reported that the patient was noted as having hard bone. Some of the broken portions of the reamer head fell into the canal but were removed. Another reamer head and flexible shaft was available to successfully complete the procedure. The lot number for the reamer head looks to have been on the broken portion. Surgical delay due to the event was reported as ten minutes. The patient outcome was reported to be fine. This report is for one, 8.5mm medullary reamer head. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Lot number was not reported. The investigation could not be completed; no conclusion could be drawn, as no product was received and a lot number was not provided.

Manufacturer narrative:
Changed from adverse event to product problem. Changed from serious injury to malfunction.

Event description:
Re-evaluation of the complaint event determined the complaint event reported for the medullary reamer head is a product problem, not an adverse event, since the event did not result in patient harm. This report is for part number 352.085, 8.5mm medullary reamer head.this report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
This 1 of 1 report for complaint# (B)(4).